Event description:
It was reported that the customer received no delivery alarms despite changing the infusion set several times. The customer's blood glucose was 122 mg/dl. The customer had not used the insulin pump for over two weeks and, upon looking at the alarm history of the insulin pump, found multiple alarms. The customer stated that she saw the unexpected restart alarm, the displayable history crc check failed on startup alarm, and external ram crc error alarm in the alarm history. Advised to monitor the insulin pump and call back if any issues recurred. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.